Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification: the events of infection and abscess are a known potential adverse event addressed in the product labeling. The events of anaphylaxis shock from the dye contrast that caused the physiological stress of anaphylaxis and 5 epinephrine injections that led to hypotensive shock and stress-induced myocarditis syndrome with heart condition got worse are deemed not device related but are considered an unexpected adverse drug experience.

Event description:
Patient reported that they were injected in the cheeks and jawline with 9 cc of juvéderm voluma® xc. Two days later, the patient reported that the lower face ¿was swollen.¿ the patient went to the ent where they were diagnosed with ¿parotitis - swollen glands¿ and were treated with augmentin and prednisone 4 mg. The patient stated that their face was ¿crocket¿ and went to their primary care physician for bloodwork. Two weeks later, the patient reported ¿pain¿ and sought treatment. It was recommended that the product be removed and continue antibiotics, and it was believed that the patient was injected in the parotid gland. The patient obtained a CT scan 8 days later and had their appointment for treatment the next day. The patient was still in ¿pain and couldn¿t open their mouth more than 1.5 inches.¿ a treating physician reported that ¿it was too late to reverse the event and the patient needed to remove it at a hospital.¿ the patient immediately went to the hospital where a CT scan was suggested with contrast, of which the patient had a non-device related ¿anaphylactic reaction¿ to the contrast. The patient was treated with 5 doses of epinephrine, causing non-device related ¿hypotensive shock.¿ the patient was seen the following day where 8 cc of pus was removed from the lower right jawline. The patient was treated with ¿viviomyocin and cytromision¿ via IV with oral antibiotics and talk with a plastic surgeon once released. The ent reported that the filler ¿may have been injected into the masseter muscle as the abscess was in the plain of the masseter muscle, not on bone.¿ the patient¿s heart condition got worse and was transferred to another hospital, released afterwards with home physical therapy, deemed not device related. A month later, the patient reported that their face was ¿swollen and itchy.¿ the patient visited the ER again and a new CT scan stated that ¿the fluid area is 1.5cm, half the size from the last time.¿ the patient developed non-device related ¿stress-induced myocarditis syndrome with significant, 50% loss of ejection fraction (forward flow of blood) of the left ventricle, due to physiological stress of anaphylaxis and 5 epinephrine injections.¿ the patient was transferred to a telemetry cardiac ward where 8ml of purulent (pus-containing) fluid was aspirated from the right cheeks and sent for culture. The patient was treated with injectable medications, ace-inhibitor, beta blocker, blood thinner, and 2 antibiotics. Upon resolution of the ¿infection,¿ the patient will be treated with hyaluronidase and will be consulted for reconstruction. The event is ongoing.